Event description:
It was reported that per preventive maintenance, arctic sun device received red screen, missing screws in card cage. Per sample evaluation results on (B)(6) 2025, the black lemo nut was missing off the isolation card and needs replaced. The unit would not heat above 30°c due to the heater needing replaced. During repair of the circulation pump the standoff on the motor was found to be broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, arctic sun device received red screen, missing screws in card cage. Per sample evaluation results on 09apr2025, the black lemo nut was missing off the isolation card and needs replaced. The unit would not heat above 30°c due to the heater needing replaced. During repair of the circulation pump the standoff on the motor was found to be broken.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed heater. The device was evaluated upon receipt. The unit would not heat above 30°c due to the heater needing replaced. Replaced heater. The unit passed all tests, is functioning properly and is ready for use. The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. During repair of the circulation pump the standoff on the motor was found to be broken. Replaced circulation pump motor. The unit passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.